Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured and exhibiting oversensing of noise which was being marked as ventricular tachycardia episodes. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured and exhibiting oversensing of noise which was being marked as ventricular tachycardia episodes. Surgical intervention was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has been returned back to boston scientific and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, with the helix in a retracted position. Dried blood/body fluid was noted in the helix housing, which is normal for active fixation leads. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits, confirming no fracture was present. Calcification was observed on the shocking coil. A stylet insertion test was then performed and failed, as blockage was encountered when inserting a stylet approximately 135 millimeters (mm) from the terminal end. A surface abrasion in the insulation of the lead was noted at approximately 35, 150, and 210 mm from the terminal end, and further alterations in the insulation were located 125 - 140 mm from the terminal end. The insulation abrasion (compression and rubbing) is worn through exposing both the rate/sense cables. The outer insulation has a shiny appearance and is flattened with twists in this area. Such alterations observed with the lead insulation is consistent with lead-on-lead abrasion.